Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial ablation, uterine leiomyoma, chronic cervicitis, paratubal cyst and hydrosalpinx. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraine "), dermatitis allergic ("rash/skin conditions"), psychological trauma ("psych injury"), post procedural complication ("post removal complication"), fatigue ("fatigue"), headache ("headaches") and hypersensitivity ("allergic reaction nos"). The patient was treated with surgery (robotic assisted total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, migraine, dermatitis allergic, psychological trauma, post procedural complication, fatigue, headache and hypersensitivity outcome was unknown. The reporter considered dermatitis allergic, fatigue, headache, hypersensitivity, migraine, pelvic pain, post procedural complication and psychological trauma to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain , rash/skin conditions, fatigue, migraine , headaches, , psych injury,allergy. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information, patient middle name, medical history, product removal date added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraine "), dermatitis allergic ("rash/skin conditions"), psychological trauma ("psych injury"), post procedural complication ("post removal complication"), fatigue ("fatigue"), headache ("headaches") and hypersensitivity ("allergic reaction nos"). The patient was treated with surgery (essure coil removal). Essure was removed. At the time of the report, the pelvic pain, migraine, dermatitis allergic, psychological trauma, post procedural complication, fatigue, headache and hypersensitivity outcome was unknown. The reporter considered dermatitis allergic, fatigue, headache, hypersensitivity, migraine, pelvic pain, post procedural complication and psychological trauma to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain , rash/skin conditions, fatigue, migraine , headaches, , psych injury,allergy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraine "), dermatitis allergic ("rash/skin conditions"), psychological trauma ("psych injury"), post procedural complication ("post removal complication"), fatigue ("fatigue"), headache ("headaches") and hypersensitivity ("allergic reaction nos"). The patient was treated with surgery (essure coil removal). Essure was removed. At the time of the report, the pelvic pain, migraine, dermatitis allergic, psychological trauma, post procedural complication, fatigue, headache and hypersensitivity outcome was unknown. The reporter considered dermatitis allergic, fatigue, headache, hypersensitivity, migraine, pelvic pain, post procedural complication and psychological trauma to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain , rash/skin conditions, fatigue, migraine , headaches, , psych injury, allergy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. New events: allergy was added. New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraine "), dermatitis allergic ("rash/skin conditions"), psychological trauma ("psych injury"), post procedural complication ("post removal complication"), fatigue ("fatigue") and headache ("headaches"). The patient was treated with surgery (essure coil removal). Essure was removed. At the time of the report, the pelvic pain, migraine, dermatitis allergic, psychological trauma, post procedural complication, fatigue and headache outcome was unknown. The reporter considered dermatitis allergic, fatigue, headache, migraine, pelvic pain, post procedural complication and psychological trauma to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain, rash/skin conditions, fatigue, migraine, headaches, psych injury. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pif received-event injury updated to pelvic pain. New events rash/skin conditions, psych injury, post removal complication, fatigue, migraine, headaches were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.